Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the distal ureter on a laparoscopic left nephro-uretectomy, the surgeon was not able to fully squeeze the handle. It was stated that the stapler did not fire. They used another device to complete the case. There was no patient injury.